Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/liquid-crystal display keypad connector during visual inspection noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit or failed battery test alarms unexpected restart alarm or reset time/date anomaly after change battery noted during testing. Also, insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Insulin pump had cracked battery tube threads. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that up and down buttons sometimes did response and sometimes they get stuck when pressed down. Blood glucose value was unknown. Customer also reported that battery life was diminished and insulin pump rejected new battery and got no delivery alarm even after fresh new infusion site which was happening more frequent and insulin pump was failed to delivered insulin. The insulin pump will not be returned for analysis.